Event description:
A nurse reported that the system "had obstruction flow issues" and stopped cutting during cataract removal. The surgeon secured the eye and moved the patient to a hospital to complete the procedure. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the occlusion problem reported. The company rep tested four of the customer's phaco handpieces and no problems were found. The software was upgraded. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).